Event description:
Healthcare professional reported that the valve was implanted and then removed when intraoperative echo revealed high gradient, 30 mmhg. The valve was removed and replaced with a st. Jude mechanical valve. Gradient remained high, 23mm hg, but pt was removed from bypass. Physician feels the high gradients were due to an outflow tract obstruction and not related to the valves. The valve is being returned for evaluation.